Event description:
It has been reported to philips that there was a geometry movement failure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry was partly not available. Review of log files fse confirmed that ipc will not start. The fse replaced the geo ipc and reinstalled the software. After replacement of geo ipc and software re-installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.